Event description:
It was reported the physician plans to explant and replace the patient's occipital leads (off-label use). The reason for the explant is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.